Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00294. This report is being submitted as additional information. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 8 months. Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed a pump stop event; however, a specific cause for this finding could not be conclusively determined through this evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket had a rescue tape at approximately 2-4¿ from the metal connector. The removal of the rescue tape revealed small tears in the outer silicone jacket at approximately 2.5¿ to 3.5¿ from the metal connector. Upon the removal of the outer silicone jacket, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the dl, however there was severe breakdown of the metal braided shield on the observed dl at approximately 1¿ and 3¿ from the metal connector. Visual inspection of the driveline¿s wires did not reveal evidence of any damage. The dl was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test revealed no areas of current leakage. Following the repair, the patient was sent home and was doing well. The patient was placed on ungrounded cables as a precaution and the patient has not had any additional pump stop events since the dl repair. The patient remains ongoing on heartmate ii lvas, serial number vad-10373, using ungrounded patient cables. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient¿s lvad produced an alarm at midnight on (B)(6) 2017 while the patient was sleeping and the lvad was on power module support. The patient immediately awoke and changed to battery support, with no further incident. On (B)(6) 2017 the patient presented to the hospital for system controller history interrogation which indicated that the alarm was a pump stoppage. The patient was kept for observation and the lvad was placed on battery power and ungrounded patient cable support only. No clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed the submitted x-ray which showed dark areas of the percutaneous lead shield by the external bend relief. On 03jan2018, technical services arrived onsite and performed a percutaneous lead (driveline) replacement beginning approximately 5 inches from the skin exit site. Post replacement all tests passed. On 05jan2018 it was reported that the patient was doing well at home with the lvad on an ungrounded patient cable, as a precaution. There were no additional pump stop events since the percutaneous lead replacement.